Event description:
During surgical setup, nursing discovered a black hair under the instruction sheet within the sterile pack. Initial reporter indicated there was no delay in surgery and there was no effect on the pt.